Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing perception with the device. The external device was ruled out as the source of the failure. No illness or specific incidence of trauma was reported. The patient will follow up with his surgeon.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, the reported fall might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has no hearing perception on the right side with the device. The patient had sustained a fall on a waterslide in early (B)(6) 2016. He subsequently reported to his parent that he had a headache and that he was only hearing "sh sh" sounds. The device then stopped working. There were no changes in health. The patient was re-implanted.